Manufacturer narrative:
(B)(4). Date sent: 09/14/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: does the surgeon believe that there was an alleged deficiency of the cdh29p device that contributed to the post-op leak? He is not sure. What were the indications for surgery? Diverticulitis. Please explain what is meant by, ¿cotyledonous peritonitis¿? The peritonitis was really muddy. A lot of stool in the abdomen. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Chief physician. Really good experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Doesn¿t know it anymore. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Cutting washer cracked. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, were complete. Were there any issues noted with staple formation? No. Was a leak test performed? No. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? Patient had symptoms of peritonitis. What was observed at the site of the leak upon reoperation? Back wall was open. How was the leak addressed? Open revision, hartmann. Is the stoma temporary or permanent? Permanent. What is the current patient status? Good went home after 3 weeks hospital stay.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Health effect: clinical code: gastrointestinal system ((B)(4)). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that there was an alleged deficiency of the cdh29p device that contributed to the post-op leak? If so, why? What were the indications for surgery? Please explain what is meant by, ¿cotyledonous peritonitis¿? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is the stoma temporary or permanent? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the anastomosis failed early on the first postoperative day. Severe cotyledonous peritonitis occurred, so that an open revision with hartmann appliance was necessary and a correspondingly protracted course with prolonged stay occurred. Procedure: lap sigma